Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that she was hospitalized on (B)(6) 2016 due a diabetic ketoacidosis. Customer's blood glucose level was 400 mg/dl. She was throwing up. The customer's blood glucose level dropped to 42 mg/dl a couple of days prior. The customer was placed on IV insulin drip. She was wearing the insulin pump at the time of the emergency room visit. When they hit the bolus, the reservoir emptied out. The customer had received multiple low reservoir alarms. The high pressure test passed. The device was not returned.